Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming pulse lead testing. Upon eval, there was a pinched pulse wire inside the distribution node (dn). The cause the incoming testing failure is the pinched pulse wire the root cause of the pinched wire cannot be positively identified. No adverse event resulted from the damaged pulse wires. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.